Manufacturer narrative:
Additional information: h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-13110r-02 contourlock femoral osteotomy plate had an issue during a distal femoral osteotomy (dfo) procedure. The first 6.5 cancellous screw was inserted into the distal condyle. Then, the first 4.5mm cortical screw was placed into the first shaft hole proximal to the most distal shaft hole. Two additional 6.5mm cancellous screws were placed in the distal condyle screw holes, leaving the locking hole unoccupied. A second 4.5mm cortical screw was inserted into the shaft hole proximal to the previously placed cortical screw. The screw initially advanced smoothly by hand, but as it engaged the bushing, an audible crack was heard. X-ray imaging revealed no visible fracture at that time. The next proximal shaft hole was drilled using the same technique (circumferentially opening the near cortex), and a second crack was heard during screw insertion. X-ray imaging revealed a split in the femur extending proximally toward the hip. The most distal screw hole in the shaft of the plate was then filled without incident or audible cracking. A final screw was placed in the most proximal hole of the plate. While no crack was heard during insertion, x-ray imaging revealed that the femoral split had extended further proximally. To address the split, the surgeon placed a 4.5mm titanium cortical screw across the fracture to close and stabilize the femoral split, preventing further progression. This was discovered during use. Additional information has been requested.